Event description:
I became ill after getting breast implants 7 years ago. Developed skin rashes, hair loss, fatigue, joint pain, digestive issues, cognitive dysfunction and vision disturbances. Diagnosed with systemic lupus 3.5 years ago. Tried 3 different pharmacological immune suppressants recommended by my rheumatologist and have terrible debilitating side effects with no improvement in ¿lupus symptoms¿. In (B)(6) of last year, I consulted with a plastic surgeon to remove my implants. My explantation of implants was (B)(6) 2019. Very thankful to say many of my symptoms are already lessening in severity.